Event description:
The user facility reported a patient was on impella cp support with intra-aortic balloon pump (iabp). During support, the patient had frequent fatal arrhythmias. The continuation of treatment was abandoned and the patient expired. The patient's overall condition was poor to begin with, and the patient had a strong tendency toward collapse and infection prior to impella being inserted. The patient had been supported with iabp for a long period of time. It was stated that the arrhythmia was not caused by the impella, however it cannot be confirmed that the impella did not contribute to the patient's arrhythmias.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.